Event description:
The patient was initially treated for an abdominal aortic aneurysm on (B)(6) 2014 with the implant of an afx bifurcated stent graft and an afx vela suprarenal. It was reported on (B)(6) 2024, that routine follow-up was performed approximately a week prior, and a type iiia endoleak was identified. Reintervention was performed on (B)(6) 2024. The type iiia endoleak sealed with the implant of an afx vela suprarenal and an afx vela infrarenal. The patient was reported to be doing well post-reintervention. (Reported under MFR# 3011063223-2024-00081). It was reported on (B)(6) 2025, that there is a potential endoleak and reintervention is scheduled for (B)(6) 2026. Reintervention was rescheduled for (B)(6) 2026; however, the patient has been lost to follow-up.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The device was not returned to endologix for evaluation because it remains implanted in the patient. A clinical evaluation of the adverse event/incident was completed. As the medical records and medical imaging received by endologix was prior to the reported event the indeterminate endoleak complaint is unconfirmed. This is not consistent with the reported adverse event/incident. Device, user, procedure or anatomy relatedness of complaint could not be determined. Procedure related harms could not be determined based on the lack of relevant medical records and medical imaging received, a root cause cannot be determined. The patient status is reported to be lost to follow-up. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation¿s outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b5: describe event or problem ¿ additional. B6: relevant tests and lab data - additional. G3: awareness date ¿ updated. H6: investigation type codes - remove 4118. H6: investigation finding codes - remove code 3233. H6: investigation conclusion codes - remove code 11. H10/11: additional manufacturer narrative - updated.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Though still images were received previously, additional patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A follow-up report will be submitted upon completion of the clinical analysis.

Event description:
The patient was initially treated for an abdominal aortic aneurysm on (B)(6) 2014 with the implant of an afx bifurcated stent graft and an afx vela suprarenal. It was reported on (B)(6) 2024, that routine follow-up was performed approximately a week prior, and a type iiia endoleak was identified. Reintervention was performed on (B)(6) 2024. The type iiia endoleak sealed with the implant of an afx vela suprarenal and an afx vela infrarenal. The patient was reported to be doing well post-reintervention. (Reported under MFR# 3011063223-2024-00081). It was reported on (B)(6) 2025, that there is a potential endoleak and reintervention is scheduled for (B)(6) 2025.

Manufacturer narrative:
Medical records have been received; however, additional patient request for medical records and imaging studies are pending. A follow-up report will be submitted upon completion of the clinical analysis. B6: additional.